Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the device could not be reprocess sufficiently due to defective shape of distal end or channel. The grip was not secured. Deformation or breakage due to physical stress (handling problem). Physical stresses due to drops and hits, deterioration or breakage of the adhesive. Loosening / deformed / damaged / worn out or scratch of the parts. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced a connector vent metal air leak. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the tip objective lens adhesive part peeling was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction for detection of this issue in chapter 3, section 3.3- inspection of the endoscope: "6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." The investigation found that the issue may have occurred after application of stress during use, external factors or handling. However, the root cause was unable to be specified. Olympus will continue to monitor field performance for this device.